Event description:
Account reports leaking at one of the ports on the stopcock. States had 3 incidents. States switched lot numbers and has had no further incidents at this time. No pt injury reported, set was changed which is considered a nursing intervention.